Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Myocardial infarction is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the hospitalization appears to be related to the operational context of the procedure.

Event description:
It was reported that approximately 16 months post implantation of 3 xience v stents in a totally occluded right posterior descending artery, the patient experienced a non st elevation myocardial infarction. Initially this was reported to be not related to the xience stents; however, new information indicates a possible, but inconclusive relationship to the device. On (B)(6) 2010, the patient was discharged. Although requested, there was no additional information provided.